Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified left common iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during first inflation at 3 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the physician advanced another 18-6/5.8/75 xxl esophageal balloon catheter but, during first inflation at 5 atmospheres for 1 minute, the balloon ruptured as well. The procedure was completed with another of the same device. There were no patient complications reported and the patient is doing well.